Event description:
It was reported that surgery time was extended beyond 30 minutes.

Manufacturer narrative:
The affected product was returned and evaluated to determine the cause of the reported incident. Our investigation included a dimensional inspection of the device which indicated all dimensions are within print tolerance.